Manufacturer narrative:
The user reported being hospitalized due to a hyperglycemic event on (B)(6) 2025. According to the user, they went to the hospital due to diabetic ketoacidosis- hyperglycemia. At the time of the call, the user was feeling better. The event was related to diabetes and the following example set was provided. (B)(6) 2025 10:30 am edt / sg 128/135 mg/dl - bg 380 mg/dl. A review of the data management system (dms) revealed: (B)(6) 2025 10:30 am edt - sg: 126 mg/dl and no bg was entered. Glucose alert settings were not provided, and user has been unresponsive to contact attempts for confirmation of settings. The user received insulin via IV bag as treatment at the hospital. The user was prescribed humulin insulin and lantus insulin as medication. User's hcp was not aware of the event. The user was advised to follow up with the hcp for further medical guidance.in an associated case of sensor inaccuracy, the user reported that the system displayed results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics at the time of complaint closure. A review of the in vivo glucose data revealed findings consistent with situations in which estimated values provided by the app were entered as calibrations rather than true blood glucose (bg) values. Entering estimated values, or using values from the eversense cgm or another cgm, can disrupt calibration and lead to significant deviations in sensor readings. Additionally, a review of the in vivo raw sensor data identified optical instability around the reported time frame. The combination of these factors may have contributed to the inaccuracies observed by the user. The user was provided with a replacement sensor as part of the resolution. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,4114, h6. Investigation findings updated to 4248,3224, h6. Investigation conclusions updated to 19,4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported being hospitalized due to a hyperglycemic event that occurred on (B)(6) 2025. According to the user, hospitalization was required due to diabetic ketoacidosis (dka) associated with hyperglycemia. At the time of the call, the user reported feeling better. As the event was related to diabetes, the following example set was provided: on (B)(6) 2025, 10:30 am where user's sg: 128/135 mg/dl, bg: 380 mg/dl. A review of the data management system (dms) confirmed the following values at the time of the event: on (B)(6) 2025, 10:30 am where user's sg: 89 mg/dl, bg: 180 mg/dl. The review also confirmed that the user did not receive a high glucose alert at the time of the event, as the sensor glucose (sg) values remained within the user's configured alert thresholds.at the hospital, the user was treated with intravenous (IV) insulin. Upon discharge, the user was prescribed humulin and lantus insulin. The user's healthcare provider (hcp) was not aware of the event. The user was advised to follow up with the hcp for further medical guidance.